Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer continued to use the pump for insulin therapy.